Event description:
It was reported by service report that the scale was not working and footboard modules were damaged. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged modules. Wire disconnected from scale module.